Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 4.0 x 20, 75cm mustang¿ balloon catheter was advanced to pre-dilate the lesion. However, upon first inflation at 5 atmospheres the balloon ruptured after being inflated for 4 seconds. The device was completely remove from the patient's body. The procedure was completed with a 5.0mmx20mm peripheral cutting balloon. No patient complications were reported.